Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the cubie did not open. A field service engineer (fse) found medication packaging had interfered with cubie closing properly. The fse removed the row board and verified that no issues were found with it. The fse confirmed that the cubie was properly locking in the row board. The customer did not have a spare cubie, so the fse gave the customer an old cubie, and customer planned to work with the pharmacy to obtain a new cubie. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.